Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The insulin pump was bumped several times. The drive support cap was protruded loose and was sticking. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
On (B)(6) 2022 customer returned device for an alleged motor error alarm during rewind, drive support disk loose. Drive support disk was inspected, and no anomaly noted. Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. Device history download using thds was successful. However, there is no motor error alarm on event date ((B)(6) 2022). Cut and open device to visual inspection no moisture damage found on the electronics, and vibrator assembly. The test p-cap/reservoir does lock into place properly. The following were noted during visual inspection: scratched case, cracked battery tube threads, partially broken reservoir tube lip, broken belt clip slot, scratched reservoir tube window, stained end cap sticker, stained address/serial number label. Motor error alarm during rewind due to corrode the motor home switch confirmed. Loose drive support disk was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.